Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar incidents for malposition of device - suture (failure to deploy - suture) from this lot. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that puncture closures of the right common femoral vein were attempted using proglide devices with an 8f sheath after an interventional atrial fibrillation electrophysiology ablation procedure. Reportedly, at the first access site the suture came out with the proglide device. Another proglide device was used to achieve hemostasis. Reportedly, at the second access site no blood flow was seen at the proglide marker lumen. The proglide device had been pre-flushed with saline prior to use. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.